Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, device history record, specifications, and quality control data was conducted during the investigation. The complaint devices were not returned; therefore, no physical examination could be performed. However, a document-based investigation was performed. Review of the device history record of the finished product showed nine nonconforming events that could contribute to this failure mode. All nonconforming product was scrapped. There were no other reported complaints for this lot number. Based on the information provided, no product returned, and the results of our investigation; a definitive root cause could not be determined. Per the quality engineering risk assessment, no further action is required. Appropriate personnel have been notified and monitoring will continue to be performed for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
As reported by the area representative, two (2) nforce nitinol helical stone extractor baskets did not work at all. No further information available. Additional patient, device, and event details requested but not yet received at the time of this report.